Event description:
I had mentor saline breast implants in 2004. Beginning in 2012, I started noticing health changes, hair loss, joint pain, fatigue, shortness of breath. My white blood cell level started increasing. New symptoms increased every year including positive ana, bloodwork and the joint pain became almost unbearable. I had my implants removed in (B)(6) 2017. Every single symptom has disappeared since having my implants removed. No doubt they caused all my issues. Insurance refused to pay for removal, even though my health was slowly slipping away. Women deserve to know what could happen to their body and health because of implants. They are not safe. They cost me years of my life and health.